Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(4)). The submitted log file and the log file downloaded from the returned controller contained approximately 5.5 days of data combined ((B)(6) 2022 per the timestamp). Atypical power cable disconnect alarms activated due to power cable faults activating not consistent with power source exchanges; the atypical alarms were observed on both power cables and resolved shortly after activating each time. The driveline was disconnected on (B)(6) 2022 at 9:08:10 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. The controller functioned as intended during testing. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 04sep2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) due to having alarms and reported to have had alarms all weekend. The patient was on fully charged batteries and would randomly get power cable disconnect alarms throughout the day. The ventricular assist device (vad) coordinator did not see anything alarming on interrogation except the power cable disconnect alarms. The vad coordinator thought it was possible there was a short in one of the wires. Log file review confirmed multiple strings of intermittent power cable disconnect alarms while tethered on batteries and the mobile power unit. The alarms resolved with controller exchange.

Manufacturer narrative:
Voluntary medwatch form (B)(4) was received on 25apr2022. Manufacturer's investigation conclusion: the reported event of controller fault alarms activating while performing a self test on the controller was not confirmed. The reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller. The submitted log file and the log file downloaded from the returned controller contained approximately 5.5 days of data combined (on (B)(6) 2022) per the timestamp). Atypical power cable disconnect alarms activated due to power cable faults activating not consistent with power source exchanges; the atypical alarms were observed on both power cables and resolved shortly after activating each time. The log file did not capture any controller fault or unknown alarms before the controller was exchanged. Furthermore, the software documentation of the controller indicates that the returned controller, which is running software version 1.6, would not display a replace controller message after any alarms activated. The driveline was disconnected on (B)(6) 2022 at 9:08:10 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported alarms. The controller functioned as intended during testing. A self test was also performed on the controller and no atypical alarms activated. The root cause of the reported events could not be conclusively determined through this analysis. The heartmate 3 system controller was shipped to the customer on 28 february 2019. The product life of a system controller is a minimum of 3 years from the date of first use. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 04sep2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had a controller fault alarm. As instructed, the patient called before exchanging the controller and came to the hospital where their controller was exchanged with no incident.